Event description:
Catheter implanted 3/99. On 9/99, the outer cuff was peeled because of infection-catheter was okay. On 6/01, an x-ray confirmed that the catheter was broken next to the inner cuff. On 2 days later a new catheter was implanted. No other information provided.